Manufacturer narrative:
The device with no suture or implants was returned for evaluation. The delivery device cycles and actuates as intended per design. Without the full device complement, no root cause evaluation can be performed and it was not possible to determine what may have caused the user to experience the reported incident. A device history record review was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established and no further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair utilizing the fast-fix 360 curved ndl delivery system that t1 was deployed. After t2 was deployed and the fast-fix was retracted, the sutures came off from t2 and t2 was left inside the meniscus. When the free suture was being pulled, t1 and the suture were dislodged from the meniscus. Ultimately, both t1 and t2 were removed entirely from the patient. A back up device was available to complete the case. There were no reported patient injuries or complications.